Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the hinge on the left side was damaged and clicking when opening as a result of the display being dropped. The fse resolved the issue by replacing both display hinges. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the left side of the cardiosave intra-aortic balloon pump (iabp) screen catches when opening. It was also reported that the screen pops when moved. There was no patient involvement, and no adverse event reported.